Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they visited emergency room on (B)(6) 2021 as they were experiencing high blood glucose level 320 mg/dl and diabetes ketoacidosis which was treated by insulin injection. Device will not be returned for analysis.